Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cyst rupture ("golf ball size cyst/ruptured already") and blepharospasm ("eyelid twitching"). Essure was removed. At the time of the report, the medical device removal, cyst rupture and blepharospasm outcome was unknown. The reporter considered blepharospasm, cyst rupture and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event: eyelid twitching and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced cyst rupture ("golf ball size cyst/ruptured already"). Essure was removed. At the time of the report, the medical device removal and cyst rupture outcome was unknown. The reporter considered cyst rupture and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, cyst rupture. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.